Event description:
This is report 2 of 2 for (B)(4). It was reported by the customer that postoperatively to an unknown surgery initially performed on (B)(6) 2021, a patient underwent hardware removal of a screw device on (B)(6) 2022, (B)(6) 2022 due to screw prominence as it came off of the pelvis. According to the report, the device was removed without complication. It was reported that the implant was in the washer device that was left in the patient and not retrieved. It was reported that the patient was doing fine postoperatively. No additional information was provided. This report is for one (1) 6.5mm cannulated screw 32mm thread 85mm device. This complaint involves two (2) devices.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.